Event description:
It was reported that the lumen leaked during injection study, over clavicle.

Manufacturer narrative:
One pro-fuse port with lumen was returned for eval. A visual examination of the lumen revealed a narrowing of the lumen 7cm from the port body. A longitudinal slit is present on the lumen on the underside of the compression section. The lumen was measured and found to conform to the dimensional specifications. Copies of patient x-rays were received and reviewed. The lumen was noted to be visibly compressed over the clavicle. This is considered a grade 2 distortion/pinch off. According to the instructions for use, this port should not have been used for an injection study. Removal of a port with grade 2 distortion should be considered. It appears that the catheter became compressed over the clavicle causing it to fail during the injection study.